Manufacturer narrative:
Calibration and qc were within specification. A short sample alarm around the pipetting time was observed on the customer's alarm trace data. The customer used non-standard aliquot tubes (11 mm). Based on the short sample alarm and the use of 11 mm tubes, the malfunction is consistent with a pre-analytical handling issue. Based on the calibration and qc data, a reagent issue is not suspected. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (b(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 6000 e 601 module. The initial result was 0.123 coi (negative). This result was reported outside of the laboratory. On (B)(6) 2020, the sample was repeated twice with results of 28.13 coi (positive) ,and 27.70 coi (positive). The positive results were believed to be correct. The anti-hcv ii reagent lot number was 45791201 with an expiration date of 30-sep-2020.